Event description:
It was reported that they underwent a surgery due to unspecified reasons. A new (ams 800) was implanted. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).